Manufacturer narrative:
The generator was returned for evaluation. Testing revealed no abnormalities. Manufacturing record review for all product involved in the event was conducted and no abnormalities were found. The cause of the reported burn remains unknown. Per the communication details in the file, this burn was not treated. Silvadene and abx were used to treat the two serious burns.

Event description:
During a radiofrequency ablation procedure, burns occurred on the patient's foot at the site where the cannula was inserted.